Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, it was found that the lining of the clip fell off and could not be used, causing a bleeding and delay on the operation. The hemostasis method was immediately changed to stop the bleeding again. The surgeon performed a suture ligation to resolve the bleeding and used a laparoscopic instrument to retrieve the clip that fell.